Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a caller regarding an unknown implantable neurostimulator (ins). The caller said they knew someone who had a manufacturer device put in many years ago and when they went through (B)(6) and did not turn stim on it knocked him off the feet. The caller had no other details.